Manufacturer narrative:
Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that the pt presented with a diffuse haze on the optic of the crystalens iol that had been implanted in the pt's left eye. This is the second iol for this pt, as the first iol was explanted due to haze. According to the surgeon, the iol appeared normal before the implantation, and there were no abnormalities during implantation of the lens. The capsular bag was intact and the iol was placed within the bag. There were no signs of iol abnormality at the end of surgery. The haze was detected during the post-operative exam. The lens was explanted and a monofocal lens was successfully implanted. Add'l info has been requested. Ref MDR # 2031924-2011-00151 for the first iol previously submitted.